Manufacturer narrative:
Image review: two images from the patient¿s executive summary were provided for anatomical review. As stated in the instructions for use, patients must present with transarterial access vessels with diameters that are =5.0 mm when using model d-evolutfx-2329. The computed tomography measurements show calcified right and left iliofemoral arteries with minimum diameters 5mm in different segments. In this case, transfemoral access was prohibited. Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve a 14 fr companion sheath was passed through the left femoral access site. Subsequently, an unsuccessful attempt was made to pass the 14 fr introducer sheath. A percutaneous transluminal angioplasty was performed using a 6 mm balloon, after which, the sheath was inserted into the patient. The valve and delivery catheter system (dcs) were inserted into the patient and advanced towards the annulus. During advancement, the dcs became stuck at the external iliac artery. The placement of an 18 fr introducer sheath was considered; however, this would required addressing pre-existing stenosis in the left leg. Options such endovascular therapy with endovascular aneurysm repair or y-graft were examined. Due to the urgency of the case, however, the implanting physician did not proceed with any of these options. The dcs was withdrawn from the patient. Surgical repair was performed due to an access site dissection and the patient returned to the room. Additional information was received indicating that the minimum diameter of the access vessel was 3.8 x 5.2 mm. The injury occurred during insertion of the device. Per the physician, the non-medtronic introducer sheath, the dcs, and other factors caused to the injury. The patient has tortuous calcification and narrow anatomy which also contributed to the injury.

Manufacturer narrative:
Updated d.4, h.4, and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012635068); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve a 14 fr companion sheath was passed through the left femoral access site. Subsequently, an unsuccessful attempt was made to pass the 14 fr introducer sheath. A percutaneous transluminal angioplasty was performed using a 6 mm balloon, after which, the sheath was inserted into the patient. The valve and delivery catheter system (dcs) were inserted into the patient and advanced towards the annulus. During advancement, the dcs became stuck at the external iliac artery. The placement of an 18 fr introducer sheath was considered; however, this would required addressing pre-existing stenosis in the left leg. Options such endovascular therapy with endovascular aneurysm repair or y-graft were examined. Due to the urgency of the case, however, the implanting physician did not proceed with any of these options. The dcs was withdrawn from the patient. Surgical repair was performed due to an access site dissection and the patient returned to the room.